Manufacturer narrative:
Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the stent found that the stent struts on distal rows 1 to 4 were damaged, lifted from their crimped position. The undamaged proximal section of the crimped stent outer diameter (od) was measured and the result was within the maximum crimped stent profile. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage on the distal edge of the tip. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery and diagonal bifurcation. A 3.00 x 20 synergy ii stent was introduced into a non-bsc bleedback control valve, resistance was felt and upon pushing the device, additional resistance was felt. The device was removed and it was noted that the tip of the stent was flared. The procedure was completed with another 3.00 x 20 synergy ii stent. No patient complications were reported.

Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the left anterior descending (lad) artery and diagonal bifurcation. A 3.00 x 20 synergy ii stent was introduced into a non-bsc bleedback control valve, resistance was felt and upon pushing the device, additional resistance was felt. The device was removed and it was noted that the tip of the stent was flared. The procedure was completed with another 3.00 x 20 synergy ii stent. No patient complications were reported.